Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the stardrive screwdriver shaft broke while putting an unknown 2.7mm locking screws into an unknown locking compression plate (lcp) during an open reduction and internal fixation (orif) surgery of the clavicle. Thus, the surgeon used another screwdriver that was available. The procedure was successfully completed without surgical delay. There was no patient harm. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown); unknown plates: 3.5 mm lcp clavicle hook plate (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).